Event description:
The customer reported that during a patient event, the device lost power prior to delivering the patient to the ER at the hospital. The device was still connected to the patient for monitoring, but the patient was not requiring defibrillation therapy. The patient was transferred to the hospital and did not suffer any adverse effects related to the reported power failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify any power failure with the device; however, through investigation, it was determined that the ositech usb data cable which was connected at the time of the reported power failure, was defective. The device functioned normally when the data cable was not connected to the device. There was no device failure. The customer reported that a similar issue occurred with two other similar devices, with the same ositech usb data cable connected; however, the other two issue did not occur in relation to patient use. The customer has since replaced the ositech usb data cable from their inventory. The cause of the reported failure was due to the third party ositech usb data cable.